Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient receiving gablofen (1000 mcg/ml at 132 mcg/day) via an implantable pump. The patient¿s medical history included c2 spinal cord injury - motor vehicle accident ((B)(6) 2010) and neuropathic pain. Concomitant medications were escitabprom, oxycodone, pregabalin, trazadone, and zolpidem. The indication for pump use was intractable spasticity. On 06-oct-2016 it was reported that the patient had been itching since about two weeks after the pump implant. A study was planned for (B)(6) 2016 to have dye injected in the pump to see if it was leaking someplace. The patient was taking oral baclofen and another drug to help with the symptoms. Additional information was received on 28-feb-2017 from a healthcare professional and it was reported that patient had called on (B)(6) 2016 with itching in the abdomen, groin, and back. The patient was treated prn with oral baclofen. The patient was seen on (B)(6) 2016 and the itching was better; their spasticity continued. Imaging of the system found a questionable angled connection. A side port test was performed with good flow. The patient was started on oral baclofen (10 tid) and cyprohepladine (4 tid). The patient was seen on (B)(6) 2016 and the symptoms returned if off oral meds. On (B)(6) 2016 a CT dye study found a loose connection at the pump/catheter interface. On (B)(6) 2016 the catheter was surgically repaired. The issue was resolved after the surgery.